Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri). The device was reprogrammed, and a generator change planned. It was also noted that they could not chase hemodynamics because they were unable to change the lower rate. No patient complications have been reported as a result of this event.